Event description:
It was reported that the monitor alarmed and displayed an alarm for art s>90 at the associated infinity central station (ics), but when the nurse responded to the pt, the pt was reportedly experiencing a vtach episode. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.